Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the valve on (B)(6) 2017 but it did not resolve the issue. Fse replaced the ise data board on (B)(6) 2017 to resolved the issue. Please refer to MDR 9612296-2017-00035 for event date 07/13/2017 and MDR 9612296-2017-00037 for event date (B)(6) 2017. Bec full identifier is (B)(4).

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) on (B)(6) 2017 that they obtained false high ion selective electrolytes (ises) involving the au5800 clinical chemistry analyzer. Sometimes it is all electrolytes and sometimes it is sodium and potassium. The customer did not provide any data. There was no report of results reported out of the laboratory. There was no report of effecting patient treatment in connection with the event.